Event description:
The avi tubing mfg for deltec is labelled incorrectly. Packaging card inside the plastic wrap says blood ic195 administration set; but inside the package tubing is ac 2204 with 0.22 in filter. 3 tubings (at least) were found in a box of ac 2204 avi IV administration set. The lot no on the outer wrap matches with other ac 2204 tubings.